Event description:
Customer reportedly obtained the following comparison results on accu-chek compact system: 51 mg/dl and 111 mg/dl; 56 mg/dl and 141 mg/dl; 35 mg/dl or 40 mg/dl and 178 mg/dl or 205 mg/dl; 46 mg/dl and 211 mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.